Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking and smoke of the patient electronic unit. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned. External and internal visual inspections of units revealed that the component inside the pcb-board enclosure was burnt. The power supply cable, power cord and right-angle extension cable are in good condition. The pes speaker and fan are in good condition and was used throughout the diagnostic test. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.